Event description:
It was reported, during catheter placement, difficulty advancing the vascular sheath was encountered. Upon withdrawal, the flange was damaged. It was reported this occurred with four devices. This report addresses all four devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged sheaths is inconclusive due to the lack of detail in the returned photo. One photograph of multiple microintroducer sheaths was returned for evaluation. Inspection of the photograph found eight halves of microez microintroducer sheaths that had been laid out across a table. The photograph did not provide enough detail to determine if any damage was present on any of the sheath halves. No other remarkable features were observed. Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue. This complaint will be recorded for future trending and monitoring purposes.